Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was suspected having infection at the ipg site, when the patient visited the physician on 28 jan. Patient was taken samples and sent it for evaluation. Patient was treated for this infection and physician decided to explant the system. As a result patient underwent surgical intervention where the full system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.